Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial polyp, adenomyosis, endometriosis and pelvic pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced swelling ("yes mine swell too") and dyshidrotic eczema ("dishidrotic eczema on hand"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, swelling and dyshidrotic eczema outcome was unknown. The reporter considered dyshidrotic eczema, medical device removal and swelling to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media : swelling nos, dyshidrotic eczema. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial polyp, adenomyosis, endometriosis and pelvic pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced swelling ("yes mine swell too") and dyshidrotic eczema ("dishidrotic eczema on hand"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, swelling and dyshidrotic eczema outcome was unknown. The reporter considered dyshidrotic eczema, medical device removal and swelling to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media : swelling nos, dyshidrotic eczema. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2021: mr received. Reporter information, patient medical history, product removal date, event: medical device removal added. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.